Event description:
The pt reported his insulin infusion device was beeping and the screen displayed "201---." During troubleshooting, the pt was asked how long his power pack had been in the device and he could not remember. He was instructed to change to a new power pack and the error cleared after he inserted it. The pt stated he was aware of the recall and had received corrected power packs, but he was trying to use up the recalled power packs. The pt was advised to use only the corrected power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.